Event description:
It was reported that the insulin gauge was inaccurate. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 250 units of insulin during the load sequence. Customer loaded a new cartridge to resolve the issues. There was no reported adverse impact to the customer¿s blood glucose level.